Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens and the lens tore. The lens was cut out of the eye with no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusions: based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.